Event description:
It was reported by the rep that a mcl20 was used during a radical prostatectomy. It was reported that the surgeon said that the clip of the mcl20 did not close all the way. A 2nd mcl20 was opened to complete the case. There was no patient consequence. No additional information about this event is known.